Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The home patient (hp) stated he disconnected to go to the bathroom. The hp stated he pressed stop, close the patient line clamps, and transfer set went to the bathroom and came back to the hc reconnect and pressed go. The tsr asked the hp if he used the mini cap and flexi cap. The hp stated no. The tsr explained the hp should use the flexi cap also if he disconnects during the therapy. The tsr assisted the hp with getting the set out, and recommended the hp contact the registered nurse about the alarms, and not using the flexi cap. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed and the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.